Manufacturer narrative:
(B)(4).

Event description:
Surgeon noted that outline of the stem does not correspond to the outline of the trial stem device.

Event description:
When inserting the tibial implant cannot be fully seated. The tibia suffers a fissure and the surgery has a delay of 90 minutes.